Manufacturer narrative:
Device details unavailable at the time of this report. This report is submitted on july 10, 2018.

Event description:
It was reported that the device was explanted (date not reported) due to an unknown reason. Additional information has been requested but has not been made available as at the date of this report.